Manufacturer narrative:
This device was returned to stryker after being repaired and will be retained as the customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device displayed a service indicator indicating the device is unable to charge. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.

Manufacturer narrative:
The initial medwatch report should indicate: method code - 10. Results code - 120. Conclusion code - 4307. Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's therapy pcb assembly to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed therapy pcb assembly and determined a shorted diode designator d10 was the cause of the reported issue.

Event description:
The customer contacted physio-control to report that their device displayed a service indicator indicating the device is unable to charge. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control evaluated the customer's device and duplicated the reported issue. The root cause was found to be a shorted diode which caused the voltages to the energy delivery circuit to be zero. The diode was replaced. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device displayed a service indicator indicating the device is unable to charge. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.